Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a fall and was concern about affecting the implantable cardioverter defibrillator (ICD) system. The patient went to the emergency room (ER). An audible tone was heard from the device. An interrogation report shows that the right ventricular (rv) lead had triggered a lead integrity alert (lia) for high impedance on the superior vena cava (svc) coil. A follow up with the patient¿s healthcare provider yielded that the patient was seen by the physician and there were no issues with the device. The patient¿s fall was unrelated to device functionality. The physician was aware of the alert on the rv lead. The device and lead remains in use. No further patient complications have been reported as a result of this event.